Event description:
Evar was required prior to pt's planned cancer surgery. The physician was concerned with keeping the procedure short, in terms of contrast used and fluoro exposure. In 2009, pt had implant of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal cuff. The procedure time was longer than expected, so the physician opted to wait post-cancer surgery to implant the limb extension into the left iliac. At about 9 days later, the 16-16-88l limb extension was placed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician opted to implant the limb extension at a later date due to pt's condition.